Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, resulting in the successful start of their sensor session without further error codes appearing.